Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot. The device was returned and evaluated for the reported issue. A visual inspection was conducted with the naked eye and using magnification and it noted broken occluder feet. Functional testing was performed which included leak testing, clear passage testing, clamp function testing and integrity of the seal surface testing. The leak and clamp function testing noted broken occluder feet because there was leaking through the set. The reported issue was verified during the evaluation, caused by the broken occluder feet. The device was found to be outside of specifications due to the broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white mainbody of the transfer set was loose when the clamp was open. The nurse immediately replaced the transfer set to resolve this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.